Manufacturer narrative:
The root cause analysis indicated the leak resulted from a lack of adhesive at the guidewire hub to inner lumen bond and insufficient adhesive at the y connector to inner lumen bond. This type of leakage was previously investigated and appropriate corrective action plans have been developed to prevent recurrence. The following improvements were made to the mfg process: an automated leak test for 100% in-process inspection was provided; 100% in-process tubing od inspections were implemented; process were modified to reduce handling and variation in tubing size; and the improved bonding processes were qualified. These bonding improvements included clarification of the amount and location of adhesive application.

Event description:
The stent delivery system was placed in the guide catheter and advanced across the target lesion. When negative pressure was applied to purge the unit, blood was noted at the balloon port. The stent delivery system was retrieved and a 2nd delivery system was used to successfully deploy a stent. No pt complications were reported.